Event description:
It was reported that this pacemaker exhibited intermittent atrial oversensing was observed on presenting electrograms (egms) during a consult transmission review. Technical services (ts) confirmed ra oversensing on the presenting electrogram, with no associated inappropriate device behavior or recorded episodes. Lead measurements remained within normal limits. Ts suggested reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.